Event description:
Nasal trumpet was in patient's right nostril. Patient inhaled deeply and trumpet disappeared into posterior pharynx. Device failed to hold in place at nostril by flange. This is a faulty and dangerous design in my opinion. Patient had to have device extracted with a laryngoscope and mcgill forceps.